Manufacturer narrative:
On 23-dec-2021, bwi received additional information regarding the event. The damage did not result in wires and/or braid being exposed. No sharp rings, but potentially sharp edges in the plastic. There was resistance during insertion, unsure about removal. No detachment was noted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2022, the product investigation was completed. It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The vizigo¿ sheath was prepped and seems to be ok. After introducing it into the body, the tip of the sheath was damaged when viewed under x-ray. The physician pulled it out to verify the damaged tip. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Device evaluation details: according to the picture provided by the customer, the dilator advanced through the irrigation hole and the tip of the device was damaged during the process. Visual analysis of the returned sample revealed that the distal tip and a hole of the sheath were damaged; however, it could be related to the handling or excessive force during the procedure. Precautions to follow: "do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. During insertion, use caution not to create excessive bends that may lead to crimps in this device." A device history record was performed for the finished device 00001631 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The vizigo¿ sheath was prepped and seems to be ok. After introducing it into the body, the tip of the sheath was damaged when viewed under x-ray. The physician pulled it out to verify the damaged tip. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Broken tip is MDR-reportable.